Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the caller needed to re-enter patient information when programming a device. The caller was running into interlocks and could not proceed because the fields were locked out. Technical services questioned if the patient was subject to radiation therapy but the patient had not. Technical services loaded up the programmer simulator and walked the caller through addressing the patient information interlocks and reprogrammed the device to resolve. No patient complications have been reported as a result of this event.